Event description:
It was reported that an ilet user experienced hyperglycemia with a highest blood glucose of 327 mg/dl after consuming breakfast without a meal announcement; the cartridge had been changed the prior evening and the infusion site was not yet due for change, and no device alerts occurred. Symptoms included hyperglycemia. Outcomes included no medical intervention beyond self-management and no hospitalization. Investigation included troubleshooting and user education regarding meal announcements, monitoring for a 90-minute postprandial period, and guidance to change supplies if glucose did not trend down. Investigation of this case revealed that a missed meal announcement following a breakfast with coffee containing sugar-free creamer and a hardboiled egg was the likely contributor to the hyperglycemia, with no evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with missed meal announcement.